Manufacturer narrative:
The product was not returned. All product and batch history records are quality reviewed prior to product release. The product investigation could not identify a root cause for the reported complaint. Consumer contacted company within month of surgery inquiring how long recover usually takes. Information was provided that the customer was provided clinical information and urged to keep seeing surgeon. Follow up attempts were made to the doctor. No further information has been provided at this time. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure she cannot read out of lens and which make the patient to unable to perform the daily living activities. There are two medical device reports associated with this patient. This report is associated with the right eye.